Event description:
Same case as 2134265-2012-07531. It was reported that during a stenting intervention treatment procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. The physician advanced a 2.0x12mm maverick 2 balloon catheter to the lesion and on the first inflation, inflated the balloon to a nominal pressure for seventeen seconds and the balloon ruptured. The gauge on the inflation unit read 2atms at the time of the rupture. The balloon was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).